Manufacturer narrative:
As the reported observations are well known and unable to be confirmed through analysis, no analysis was performed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged with noted loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.